Manufacturer narrative:
Of the 1 allegations of a malfunction, no pumps were returned to animas.

Event description:
This report summarizes <noe> 1</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a misaligned display issue. These reports were received from various sources. The patient associated with this allegation was (B)(6) years of age, (B)(6) pounds, and was male.

Manufacturer narrative:
Follow up #1 06/16/2016: of the 1 allegations of a malfunction, no pumps were returned to animas. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 1 malfunction events. A review of the events indicated that the one touch ping model pump experienced a misaligned display issue. These reports were received from various sources. The patient associated with this allegation was 34 years of age, 264 pounds, and was male.